Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The lead was surgically abandoned during a routine device change out. Due to the patient chronic atrial fibrillation (af), the patient did not receive a replacement atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.